Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿, juvéderm® voluma¿ with lidocaine, and juvéderm® volift¿ with lidocaine and experienced "balls" in different areas of the face where injected. Another healthcare professional was applying hyaluronidase as treatment to dissolve the product. It was further noted the event is "related with inflammation and can be solved only with massages." Patient's "lips were totally irregular, the dark circles blistered, and patient continues dissolving" and it was "an excess of product". Even after dissolving, "there are still some bubbles." Events have not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03491 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.